Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was moved for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was moved for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients ipg was uncomfortable on the ribs. The patient was doing well after the revision procedure.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was moved for an unknown reason.